Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining false positive bhcg (beta - human chorionic gonadotropin) results on approximately 5 -6 patients' samples generated by the access 2 immunoassay system. The samples were repeated on an alternate instrument and recovered lower results within the normal reference range. No erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer stated no issue with qc up to the date of the event. The customer reported that the most recent system check was passing all portions. Service was dispatched, but cancelled by the customer as they own bio-medical engineer that will verify the system. Per the customer, the bio-medical engineer found the sample probe to be too high and the substrate was contaminated. The customer performed substrate decontamination and made adjustments to the sample probe. No definitive root cause can be determined for this event.